Manufacturer narrative:
Other, other text: returned device was received in fair physical condition and the housing was cracked. During the evaluation of the device, the device immediately alarmed on power up. This was found to be caused by corruption of the memory on the circuit board. The circuit board was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of this smiths medical cadd legacy pump, the pump exhibited error 1260 alarm. No patient involvement was reported.